Manufacturer narrative:
One used device was received and evaluated. A visual inspection of the sample revealed the male adapter of the option-lok was broken off inside the micro clave. There are white drag marks indicating the use of force. A formal investigation has been completed to address this kind of event. According to the investigation findings, the reported defect is related to the design of the option lok ¿t¿ dimension as it was changed to overcome interference with the clave and microbore clave thread stops (also other connector could be impacted). The slightly reduced thread length may be a contributing factor in customer complaints.

Event description:
The customer contact reported the tip of a primary plumset broke off into the clave that was connected to the IV. The tubing set was being used to deliver saline. After and unspecified length of time, the nurse noted that the patient's linens were wet and that medication was running around the connection site. At that time, the nurse found that the tip of the IV tubing set was broken inside of the microclave that was connected to the IV. It was reported, that when the cap was unscrewed the tip was already broken off inside the clave. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported the tip of a primary plumset broke off into the clave that was connected to the IV. The tubing set was being used to deliver saline. After and unspecified length of time, the nurse noted that the patient's linens were wet and that medication was running around the connection site. At that time, the nurse found that the tip of the IV tubing set was broken inside of the microclave that was connected to the IV. It was reported, that when the cap was unscrewed the tip was already broken off inside the clave. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No additional information was provided.